Event description:
Procedure: radio frequency ablation. The report stated that during the surgery, a water leak occurred at the connection between the handset and inflow tube. A new device was opened and the procedure was completed. The patient was not harmed.